Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomena and found that the issue what the foreign material came out from the instrument channel was caused by the breakage of the instrument channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that a foreign material came out from the instrument channel, and the glue around the air/water nozzle was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, there was the possibility that these phenomena were attributed to the followings respectively. - the foreign material came out from the instrument channel; the breakage of the instrument channel and/or the inappropriate, insufficient reprocessing. - the glue around the air/water nozzle was peeled off; the combination of the stress like an impact being applied and/or the chemical attack and so on.